Event description:
The surgeon reported the resection stylus measured "incorrectly" and that the device may be "flexed when inserted into the cutting block.

Manufacturer narrative:
Orthalign has requested the device be returned for evaluation. If the device is returned an investigation will be completed to confirm the complaint and identify the root cause of the incident will be completed. A followup report will be sent to report the findings of the investigation once it has concluded.